Event description:
It was reported that during implant, post paced t- waved oversensing was observed egms. Patient was asymptomatic. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.